Manufacturer narrative:
As high tech laboratory is an OEM manufacturing site. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for missing lot # and expiration dates with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the lot number and expiration dates were not printed on bd microtainer® contact-activated lancet packaging. There was no report of exposure, serious injury or medical intervention.